Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months. A full evaluation of the device could not be conducted as the device was not explanted. A correlation between the device and the reported event could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was last seen in the clinic on (B)(6) 2015 and medical adjustments were made. The patient's international normalized ratio was 2.9 and creatinine 1.5 mg/dl. It was stated that the patient felt that he was physically improving with cardiac rehabilitation. It was reported that on (B)(6) 2015, the patient had symptoms of headache, loss of balance, falling and vomiting. On the morning of (B)(6) 2015, emergency medical services (ems) was called and the patient was taken to the closest emergency department where he was diagnosed with a hemorrhagic stroke. The patient was transferred to the implanting center for end of life care and family support. The patient expired on (B)(6) 2015 with the cause noted as hemorrhagic stroke.